Event description:
It was reported that, during the boot process, the error 40800000000 was displayed. The system was booted with the transformer off. The unit was plugged it into the wall and it booted properly. No case involved.

Manufacturer narrative:
H10: the device, intended to be used during treatment, was not returned to the designated complaint unit for an independent evaluation, thus visual inspection and functional testing could not be performed. There was no serial number provided for the device history record review so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The relationship of the device and the reported event could not be determined. A factor that could have contributed to the reported event may have been that the system was booted with the transformer off. However, without the actual device available for evaluation, this could not be confirmed. Therefore, the root cause of the reported event could not be determined.